Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by hazy effluent. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as the diagnosis, the patient began treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported). The next day, the patient began treatment with oral cipro (dose, frequency, and duration not reported). At the time of this report, the patient was not recovered from the event and antibiotic therapy was ongoing. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.